Manufacturer narrative:
Initial and final MDR (B)(4) - device 6 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced seven infusion set leakage event on (B)(6) 2025. The leakage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.